Event description:
It was reported the anchor would not slide over the lead. It was noted the anchor was never implanted. There were no patient symptoms or complications related to the event. It was noted that both anchors would not go onto the lead because they were not round and appeared crimped. Different anchors were used and worked fine. The packaging of the anchor did not appear damaged and it was noted they thought both anchors were crimped out of the box. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n337927, product type: accessory. Product ID: 3550-39, product type: accessory. (B)(4).